Event description:
Information was received from a consumer regarding a patient receiving baclofen, bupivacaine, and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their handset was not working to deliver a bolus since yesterday. The patient stated that it was taking a lot longer than it ever did to connect to their pump and deliver a bolus. Per the patient, they were allowed 8 boluses per day. The patient stated that the handset would get stuck at 90% and it would take a long time to get the bolus. The patient also stated that the ptm (personal therapy manager) kept cutting off when they were trying to turn it on to activate the pump and it disconnected. Per the patient, if they played with it long enough and kept trying, sometimes they could get it to operate to give them one bolus, but it was a rarity that they could do it. They were supposed to be able to do it every 3 hours and they might get it down to every 8-10 hours. The patient mentioned that they were in a wheelchair and recliner because of their physical situation and that they had stiff man syndrome, so they were in a lot of pain. The agent confirmed the patie nt had not had any falls or trauma. The agent asked the patient to connect without thecommunicator and they were able to see the handset screen with settings. The agent then assisted the patient with clearing the data on the handset. The agent then asked the patient to connect the communicator and handset, and the handset showed ¿no pump found¿ continuously after resetting the handset and communicator multiple times. Per the patient, they started getting the no pump found screen yesterday. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department because the patient was getting the no pump found message continuously. The agent reviewed that if the replacement communicator did not resolve the issue, the patient would need to consult with their healthcare provider for next steps.

Manufacturer narrative:
Continuation of d10: product ID a820, lot/serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Product ID a820 serial# unknown product type software. Product ID hh90t01 serial# unknown product type mobile platform. The communicator was returned and analysis found an electrical failure, the battery was swollen, the micro usb charge port was loose and rattling, and the device did not power on after 1.5 hours. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 22-may-2025 from the patient who reported that they were still having issues with the communicator working properly. The patient stated now the communicator won't take a charge. The patient stated the communicator was intermittently not taking a charge but would eventually work then yesterday it wouldn't power on at all. The patient provided the same serial number as documented in this call and confirmed they had sent back the other one. The patient mentioned they have stiff man syndrome, so they have been in pain without being able to use their pump boluses. A request was sent to the repair department for a replacement communicator.